Event description:
The customer reported that an 840 ventilator was inoperable. Malfunction did not occur during patient use. The covidien customer support engineer (cse) did not duplicate the customer reported complaint. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).